Event description:
It was reported that the pump exhibited error code 46822, related to the air detector or connection. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9 - date returned to mfg: 7/17/2025. One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. The most likely cause of the report error is the real time clock (rtc) battery on the main board. The main board was replaced. A review of the service history showed no indication that the complaint was related to any service performed on the device during the review period.